Event description:
Patient was delivered and umbilical cord was clamped and cut as usual. When applying cord clamp, a transponder was attached to the patient using the cord clamp. At change of shift assessment, nurse discovered that the umbilical cord was oozing. A new cord clamp was attached. When original clamp was inspected, it appeared to be "slightly bowed". In retrospect, nurses are not certain whether the transponder was properly aligned in the clamp.nurses report that we have not had a similar experience in the year-plus we have been using this clamp.we will continue to monitor and review prior to reordering product.